Event description:
It was learned via edwards clinical affairs that a study patient expired after an implant duration of 29 months. The cause of death is currently unknown, pending the death certificate from the patient's family. Per the current information, this event has been assessed as possibly device or procedure related. The event will be reassessed once the cause of death has been provided.

Manufacturer narrative:
Additional manufacturer narrative: the device serial number has not been provided, and the device history record review could not be completed at this time. There has been no information provided regarding the cause of death and its relationship to the edwards' device. Per the available information, no further assessment can be completed; edwards will continue to follow-up, and will report any updates when received.